Event description:
During review of programming and diagnostic history, it was observed that the vns patient's device was tested during an office visit on (B)(6) 2015 and system diagnostic results revealed high impedance (impedance value >= 10,000 ohms). Review of the decoder data showed that the last 25% change in the impedance value recorded during the interrogation on (B)(6) 2015 was estimated to have occurred on (B)(6) 2014. No patient adverse events were reported. No known surgical interventions have occurred to date. Follow-up revealed that the patient's device was disabled on (B)(6) 2015 due to the high impedance condition. The patient's device remained disabled and no surgical interventions were taken due to decreased seizure activity. The patient's seizures have been well controlled following a medication adjustment and the patient was doing well.